Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the medical facility and will not be returned.